Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield on the bd safetyglide¿ insulin syringe activated when removing the cover. The following information was provided by the initial reporter, translated from portuguese to english: "safety device activated when removing the cover."

Manufacturer narrative:
Investigation summary: customer returned multiple images of a single safetyglide syringe. The safety mechanism has been engaged with the arm fully extended and the cap locked into place. A review of the device history record was completed for batch# 8324989. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the safetyglide accidentally engaging.

Event description:
It was reported that the safety shield on the bd safetyglide¿ insulin syringe activated when removing the cover. The following information was provided by the initial reporter, translated from portuguese to english: "safety device activated when removing the cover."